Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. No moisture damage on electronic assembly during visual inspection. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. Customer stated that she was in swimming pool and the insulin pump got splashed. Blood glucose value was 137 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.